Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 480 units of insulin. In addition, the customer reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, a new cartridge was loaded successfully and the insulin gauge displayed an accurate fill estimate. Blood glucose level was 184 mg/dl.